Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge was observed to be fluctuating. Additionally, the customer received a power source alert after plugging the pump into a wall outlet. The customer's blood glucose (bg) level was 120 mg/dl. Reportedly, the alert did not reoccur when the customer plugged the pump back into the power source using the same charging supplies. The customer would continue to use the pump for insulin therapy.